Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick value of 565 mg/dl after dinner despite a prior meal announcement and a recent infusion site change; multiple full supply changes were performed, insulin delivery was confirmed as resumed, and small ketones were detected, with the user wearing a contact detach set. Symptoms included hyperglycemia with small ketones. Outcomes included no reported health consequences or clinical impact. Investigation included communication with the user, review and analysis of user-reported information and device reports, and guidance using the ketone protocol and supply change procedures. Investigation of this case revealed insufficient information to identify a device malfunction, and no specific findings were available after supply changes and confirmation of resumed insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.